Event description:
The customer called to report low blood glucose levels for the past two days. The customer stated that he was taken to the hospital due to low blood glucose levels. The customer was unconscious, with a blood glucose of 34 mg/dl when his wife called the paramedics. Troubleshooting was performed. Reviewed the bolus history and found that the customer delivered two boluses in the middle of the night. One at 1:42am for 5.3 units and another at 1:49am for 6.3 units. The customer did not recall programming those boluses. Found that the customer is new to the insulin pump, and may be over delivering for his blood glucose levels. The customer was advised to speak with his health care professional for further assistance and/or training. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.